Event description:
Negative pressure wound dressing placed on thigh area (groin). (B)(6) entered room for dressing change and noticed blood was leaking from the dressing site. Per (B)(6), sponge was still compressed. Patient had to go back into the or to stop the bleeding at the wound site which was stated to be an atrial bleed.

Manufacturer narrative:
The device was not returned for evaluation, and the serial number was not provided in the initial report from the user facility. No product codes/lots for ancillary elements were listed (no capacity of canisters, no reference of port/drain/softport used). The frequencies of dressing changes were not specified, nor were there details about the frequency of canisters changes. Additional attempts to retrieve the device, and additional information from the user facility were unsuccessful. As a result, any potential device failure could not be confirmed. Based on the description of the event provided in the initial report there are no indications of failed negative pressure therapy. This event was assessed by our medical advisor who noted that: "bleeding may result in a clot at the undersurface of the foam, the port does not sense a blockage or leak, and bleeding continues under the clot until the volume of blood reaches a level which causes the dressing to lift off. The unit is functioning properly and the patient was treated appropriately by intervention to control the bleeding". Based on the limited information available, our investigation did not confirm any causal relationship between the device and the event reported. No further investigation or corrective actions will be initiated at this time. Should additional details be provided in the future this record will be reopened and investigated further based on additional information. Smith & nephew will continue to monitor device performance through complaints and other post-market surveillance activities.

Manufacturer narrative:
Investigation in progress; results will be submitted in a supplement report.